Event description:
A registered nurse (rn) reported that this peritoneal dialysis (pd) patient was at a nursing facility due to muscle weakness and became ill. Subsequently, the patient was diagnosed with peritonitis and sepsis. The patient was transitioned to hospice. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) and thirteen pages of hospital records. On (B)(6) 2022 the patient was transferred from the nursing facility to the emergency room (ER) due to altered mental status. The patient was noted to have a long and complicated medical history including chronic hypotension and bipolar disorder. The patient was moaning and groaning and complained of some abdominal pain. The patient was found to be hypotensive with blood pressure (bp) in the 50s (unspecified). The patient was only alert and oriented x1 verse her normal baseline of alert and oriented x3. Intravenous (IV) fluids were administered and IV levophed was prescribed 16mg in d5w 250ml continuously at 0.6-50mcg/min. A central line was placed, and blood and pd effluent cultures were obtained. The patient received a dose of levaquin (dose unknown) and was initially recorded to start on meropenem and vancomycin; however, there are no records under medications for the meropenem. The patient was prescribed vancomycin (dosing per pharmacy, route, frequency, and duration unknown) and intraperitoneal (ip) cefepime 1g daily in 1.5% delflex 2,500ml. Additionally, the patient had computed tomography (CT) of the chest which showed small left pleural effusion with adjacent confluent opacity favoring atelectasis in the right basilar atelectasis. The patient was admitted to the intensive care unit (ICU) with a diagnosis of peritonitis related to peritoneal dialysis and septic shock. No culture results were documented in the records. The white blood cell (wbc) count on (B)(6) 2022 was 5.59 (unknown units) and 2.05 on (B)(6) 2022. The patient required steroids and pressors for resistant hypotension, but eventually came off the pressors. A nasogastric (ng) tube was placed for nutrition due to a failed swallow test. Psychology was consulted due to the patient¿s delirium. The patient was transferred out of ICU on (B)(6) 2022. The physician noted the patient has a high probability of sudden, clinically significant deterioration requiring the highest level of physician. Palliative/hospice was consulted with the patient¿s family regarding goals of care. On (B)(6) 2022 the patient was discharged to a hospice facility and pd therapy was discontinued. The patient was to continue the cefepime but it was changed to 1g injection until (B)(6) 2022 instead of ip. Additionally, the patient was to continue tylenol 325mg 2 tablets by mouth every 6 hours for pain and zinc oxide 20% ointment to be applied every 12 hours (twice a day) to the buttocks and as needed for incontinence. All other medications were stopped. No additional information was provided.

Manufacturer narrative:
Clinical evaluation: there is a possible temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis with septic shock and hospitalization with transfer to hospice. However, it is unknown if the patient was utilizing fresenius products at the nursing facility where she was receiving care for muscle weakness. There is no documentation to show a causal relationship between the liberty select cycler with cycler set and the adverse event. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. This patient has a long and complicated medical history increasing the risk for severity of infection. Based on the available information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis with sepsis and subsequent transfer to hospice. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A registered nurse (rn) reported that this peritoneal dialysis (pd) patient was at a nursing facility due to muscle weakness and became ill. Subsequently, the patient was diagnosed with peritonitis and sepsis. The patient was transitioned to hospice. Additional information was provided through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) and thirteen pages of hospital records. On (B)(6) 2022 the patient was transferred from the nursing facility to the emergency room (ER) due to altered mental status. The patient was noted to have a long and complicated medical history including chronic hypotension and bipolar disorder. The patient was moaning and groaning and complained of some abdominal pain. The patient was found to be hypotensive with blood pressure (bp) in the 50s (unspecified). The patient was only alert and oriented x1 verse her normal baseline of alert and oriented x3. Intravenous (IV) fluids were administered and IV levophed was prescribed 16mg in d5w 250ml continuously at 0.6-50mcg/min. A central line was placed, and blood and pd effluent cultures were obtained. The patient received a dose of levaquin (dose unknown) and was initially recorded to start on meropenem and vancomycin; however, there are no records under medications for the meropenem. The patient was prescribed vancomycin (dosing per pharmacy, route, frequency, and duration unknown) and intraperitoneal (ip) cefepime 1g daily in 1.5% delflex 2,500ml. Additionally, the patient had computed tomography (CT) of the chest which showed small left pleural effusion with adjacent confluent opacity favoring atelectasis in the right basilar atelectasis. The patient was admitted to the intensive care unit (ICU) with a diagnosis of peritonitis related to peritoneal dialysis and septic shock. No culture results were documented in the records. The white blood cell (wbc) count on (B)(6) 2022 was 5.59 (unknown units) and 2.05 on (B)(6) 2022. The patient required steroids and pressors for resistant hypotension, but eventually came off the pressors. A nasogastric (ng) tube was placed for nutrition due to a failed swallow test. Psychology was consulted due to the patient¿s delirium. The patient was transferred out of ICU on (B)(6) 2022. The physician noted the patient has a high probability of sudden, clinically significant deterioration requiring the highest level of physician. Palliative/hospice was consulted with the patient¿s family regarding goals of care. On (B)(6) 2022, the patient was discharged to a hospice facility and pd therapy was discontinued. The patient was to continue the cefepime but it was changed to 1g injection until (B)(6) 2022, instead of ip. Additionally, the patient was to continue tylenol 325mg 2 tablets by mouth every 6 hours for pain and zinc oxide 20% ointment to be applied every 12 hours (twice a day) to the buttocks and as needed for incontinence. All other medications were stopped. No additional information was provided.